Event description:
It was reported that the patient had the artificial urinary sphincter 4.0 cuff component removed due to improper sizing. A new artificial urinary sphincter 4.5 cm cuff component was implanted for a better fit. The procedure was completed successfully. No patient complications were reported in relation to this event.